Event description:
Dental implant caused continued severe pain, two months after 2nd and 3rd implant, pain to chin and lip worsened. Skin on chin began to seize up. Lip area swelled up tight as chin seized. Then chin began to turn brownish red and skin literally burned off. Surgeon turned pt away. Went to md who sent pt to specialist with nerves. Couldn't eat or sleep. Hurt to talk. Movement of lip increased seizing. This pain caused pt's whole life to change. To deal with the pain pt became very reclusive. Since pt did not want to eat, pt eventually was treated for anemia. Tried accupuncture. Implants should never have been left in. The three dental implants were improperly positioned and the wrong size used causing severe complications and pain, replaced. Pt told that dr should have known that when a pt complains of increased pain, turning to muscle spasm and skin burns, the implants are on the nerve and should be removed immediately. The pt should recover within 2 weeks to 2 years after removing. Pt told the only solution to complaints was to have the implants removed. The implants were removed. Dr will use the shorter wider implants that accommodate small jaw bone and do not hit the nerve, and do not need bone grafting and will heal without severe continuing pain. Pt wrote a letter to dr requesting a refund of 3,300 dollars. Dr never returned their letter.